Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic rectum procedure, the button was stiff from the beginning of use. The device was used for a while but then the button did not return after being pressed. There was no injury to the patient. A new device was used to continue the procedure.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 10/18/2016. Date of follow-up report: 11/03/2016. Evaluation of the incident pencil confirmed the customer's report. The cause is due to an assembly related failure.

Manufacturer narrative:
(B)(4). Date of follow-up report: 11/03/2016. Date of follow-up report: 01/13/2017. Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued.

Event description:
The reported lot number is invalid and is unknown.